Manufacturer narrative:
Corrected information. The device investigation has been updated. The complaint is confirmed. Two packaged ar-8500rfoe, batch 14635643, were received for investigation. The visual evaluation noted poor weld quality. The weld line is incomplete and visible with magnification. Visual evaluation of the photograph of an alleged ar-8500rfoe attached to the complaint. It is inferred that the inner tube tip breaks off during use at the weld location. This is a known manufacturing issue; the cause is attributed to the supplier process. Refer to ncr-22516.

Manufacturer narrative:
Additional information: h6 the complaint is confirmed. Two packages ar-8500rfoe, batch 14635643, were received for investigation. The visual evaluation noted poor weld quality. The weld line is incomplete and visible with magnification. Visual evaluation of the photograph of an alleged ar-8500rfoe attached to the complaint. It is inferred that the inner tube tip breaks off during use at the weld location. This is a known manufacturing issue; the cause is attributed to the supplier process. Refer to ncr-22516.

Event description:
It was reported, that during a rotator cuff surgery, the burr tip broke off. The broken part of the device was removed from the patient with an instrument retriever. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with another shaver. It was not necessary to switch the surgical technique or do a second surgery. Update, khe 19-apr-2023, 2 original packed devices were received.

Manufacturer narrative:
The complaint is confirmed. Visual evaluation of the photograph of an alleged ar-8500rfoe attached to the complaint. It is inferred, that the inner tube tip detached from the shaft at the distal end. Cause is undetermined.